Manufacturer narrative:
Section a4, a5 & a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Device evaluation: visual inspection revealed the handpiece was received with the plunger rod overriding the lens stuck in the cartridge tip. Viscoelastic residue was observed throughout the cartridge; stress marks were observed on the cartridge leading to a crack in the cartridge, cartridge damage, and cartridge tip damaged. No issues were observed with the lens module, device assembly, and plunger rod advancement. The plunger rod tip was observed to be broken off. The lens could not be removed from the cartridge tip; however, the lens was observed to be torn. The complaint issues of "stuck in cartridge" and "cartridge tip cracked/damaged" were identified during product evaluation. However, based on the investigation results, these issues could not be confirmed to be related to manufacturing or design problems. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed no other complaints were received for this po. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an issue with preloaded multifocal intraocular lens (drn00v). The lens failed to advance during loading, causing it to fold and split the cartridge, cartridge tip had patient contact. The event occurred while inserting the lens into the eye. Another johnson & johnson lens of the same model and diopter was successfully implanted. There was no patient injury, and no surgical or medical interventions were required. The patient is doing fine post-operation. No further information provided.